Event description:
The report stated that a patient was burned during a radio frequency ablation. The patient had 5 previous rf ablations using orthopedic cement. The cement had been injected prior to the ablation. The needle electrode was inserted through a trocar. Following the insertion, the patient was burned. The site reports that the generator was off at the time.

Manufacturer narrative:
Date of initial report : 05/16/2008. To date the incident sample has not been received for evaluation. Further information and the sample have been requested. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. The following questions have been asked: patient gender, age and weight? Location of burn? Degree of burn? How was the burn treated? What was outcome for patient? What type of orthopedic ablation was this? What was the total ablation time? And wattage? What size trocar used? Was trocar metal? Was scanning used to assure placement? Provide narrative of when the burn occurred relative to ablation activations and how/when they noticed the burn? Where was needle inserted? Where was cement injected? Type of cement? Has the generator been returned for service? Or checked at the site? If so, what were the results?